Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the sales rep indicated that there may be a small pin hole at the end a 4f berenstien ii tempo catheter that is causing contrast to come out of side of catheter. It is almost at the end and very subtle. The wire came out of the tip as well. The tempo catheter was removed and related with one of the same size to successfully complete the procedure. There was no patient injury and the device will be returned for analysis. A neurovascular procedure was being performed and the reported event occurred at the beginning of the procedure. The brand and size wire are unknown. The access site was the femoral. A 4f cordis sheath was used. The brand of contrast and the contrast to saline ratio are unknown.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that there was an error on the previous report which indicted the device was received on 11/16/2016.  However, the device was received on 11/11/2016. The report received from the sales rep indicated that there may be a small pin hole at the end a 4f berenstien ii tempo catheter that is causing contrast to come out of side of catheter. It is almost at the end and very subtle. The wire came out of the tip as well. The tempo catheter was removed and related with one of the same size to successfully complete the procedure. There was no patient injury and the device will be returned for analysis. A neurovascular procedure was being performed and the reported event occurred at the beginning of the procedure. The brand and size wire are unknown. The access site was the femoral.   One non-sterile cath tempo 4f ber ii 100cm was received coiled inside a plastic bag. Distal end was damaged. No discrepancies were found. During microscopic analysis, one pin hole was observed in distal end. The unit was received by the pet team, and it was concluded that there are controls to detect this type of defect (pin hole). The complaint product shows pin hole orientation is from proximal to distal and our process is to insert a wide wire in the opposite orientation (distal to proximal). With the wide wire, it is impossible to produce that type of failure. A review of lot 17479334 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint   the reported ¿catheter (body/shaft) ¿ leakage¿ was confirmed since a pinhole was observed in distal end. However, the exact cause of the pinhole condition found on the tempo unit could not be conclusively determined during the analysis. Based on the information provided, procedural factors may have contributed to the issue reported. As provided in the instructions for use (IFU), ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation.¿ after a thorough investigation, there is no evidence that indicate that the issue is manufacturing related. It is concluded that the diagnostic endovascular catheters process include process control to detect damage (pin hole); therefore, the opportunity of not detecting pin hole is very unlikely. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The device was returned and section was updated accordingly.   The completed engineering report will be submitted within 30 days upon receipt.